Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of atrial fibrillation due to possible loss of capture on the right ventricular lead. During lead testing, the capture threshold increased and intermittent loss of capture was observed. It was noted that the patient had fallen previously which may have caused lead dislodgement. Programming changes were made and the patient will follow-up for a chest x-ray and further analysis. The patient is stable.

Event description:
New information received indicates that the lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.0 cm was returned for analysis. Outer insulation degradation was noted at 4.6-4.8cm from the connector pin. This is consistent with the observation from the field of failure to capture. Other damages noted are consistent with damage sustained during the surgical procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with symptoms of atrial fibrillation due to possible loss of capture on the right ventricular lead. During lead testing, the capture threshold increased and intermittent loss of capture was observed. It was noted that the patient had fallen previously which may have caused lead dislodgement. Programming changes were made and the patient will follow-up for a chest x-ray and further analysis.